Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump did not alert her that the bolus was either cancelled or not delivered. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.